Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient from (B)(6) who was receiving intrathecal baclofen 500mcg/ml at a dose of ¿3.18mcg/ml.¿ the baclofen type was not known. The pump¿s indication for use (IFU) was listed as spasticity. The drug lot, concomitant medication list, and the patient weight/medical history/status were listed as unable to obtain. The patient's mother complained some months after the implant in (B)(6) 2015 that the effect of the treatment that had been working well seemed to get less and not to be working as well. A dye study under image intensifier via the catheter access port was conducted to determine the patency of the catheter. It was thought that a plume of dye occurred in the spinal region of l3 - l4. A neurosurgeon was asked to check the catheter and repair or replace the catheter as required. The neurosurgeon opened the site where the dye study showed leakage from the catheter, l3 - l4 and checked for any fluid in this area; none were found. He checked the catheter at that point and everything looked in order. Coincidentally, the area where the leakage was thought to be, l3 - l4, was where the anchoring device on the catheter was situated. The neurosurgeon said it was best if he replaced the entire catheter so he cut it and removed it. Once the new catheter was implanted, the managing physician wanted the pump programmed to 40 micrograms per ml and to do a priming dose to fill the catheter. At the time of this report, the issue had resolved. Additional information has been requested for the type of baclofen used and clarification of dose. On (B)(4) 2016, additional information clarified that the catheter was removed and replaced and would be returned. On (B)(4) 2016, additional information was received from a company representative. It was clarified that at the time of the catheter replacement, the pump had been set to minimum rate with a daily dose of 3.16mcg/day. After the new catheter was placed and the pump connected, the pump was set to simple continuous mode at a rate of ¿40 ml per day.¿ should additional information be provided, a follow-up will be submitted.

Manufacturer narrative:
Analysis found damage to the ascenda transition tube. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.